Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate displayed 105 units after loading the cartridge with 300 units. The customer's blood glucose was 114 mg/dl. Reportedly, the customer reloaded a new cartridge.